Event description:
It was reported the catheter was being placed into the left radial artery of a (B)(6) old female pt in the operating room. The clinician reported on the initial pass they obtained a column of bright red blood in the hub. At which time, they stabilized the needle and partially passed the guide wire until resistance was met. The clinician retracted the wire into the hub with slight resistance and noted there was no further filling of column with blood. At this point, the clinician decided to switch to the transarterial fixation technique and advance the entire set intact. The clinician then attempted to remove the wire and set leaving the open catheter in place but was unable to as resistance was met. They then attempted to remove the entire set intact with the catheter. Upon doing this, the clinician noted partial uncoiling of the guide wire at the end of the needle. A portion of the uncoiled wire was still within the pt's wrist and resistance was noted when attempting to retrieve. Ultimately, the clinician carefully removed what they though was the intact coil from the pt's wrist. However, upon subsequent x-ray a small coil was noted to be retained in the area of the pt's distal radius. The director of anesthesia services states the piece was surgically removed on (B)(6) 2014. The pt is doing well. A catheter was placed into the pt's right radial artery successfully. There was no delay in treatment and no pt death was reported.

Manufacturer narrative:
(B)(4).